Event description:
A user reported that his tablet programmer was not functioning properly. Upon evaluation, it was determined that the usb serial adapter cable was faulty. When using a new usb serial adapter cable, the tablet began to function properly. However, after continued use of the tablet programmer the screen reportedly went to a white screen which could not be resolved despite several tablet reboots. It was reported that no cyberonics logo appeared before the white screen was seen. The tablet has been returned to the manufacturer and is currently undergoing product analysis.

Event description:
Analysis identified a display anomaly associated with a defective display. Once the display was replaced, proper display function was observed. Further analysis confirmed the presence of a broken wire within the usb serial cable hood assembly. Once the wire was soldered on to the pcb the tablet programmer was able to establish communication with a known good generator and no further anomalies were observed. Visual analysis of the tablet identified that the case was damaged. The cause for the damage is unknown.